Manufacturer narrative:
The radiometer investigation has not been able to find the specific root cause; hence it remains unknown. However, it is concluded, based on the limited amount of raw data and information, that the error code 0581 was triggered by a temporary clot in the cuvette. Based on the qc data and thbcalibration the clot was introduced during thbcalibration and then removed right before the next thbcalibration.

Event description:
According to the complaint the error"581 oxi spectrum mismatch" occurred two days after the oxi module replacement on an abl800 basic analyzer (serial no: (B)(6)). Replacement history of oxi module: (B)(6) 2025. Error"581" occured (B)(6) 2025. We need again replacement oximodule. This module shows no abnormalities in qc, cal, thbcal and abnormalities are only observed during blood measurement. We have received reports of several similar occurrences at other hospital. The measurement results were not used for diagnosis.